Event description:
(B)(4). It was reported that 378 days after a carotid artery stenting procedure, the patient experienced in-stent restenosis. The target lesion was located in the proximal right bifurcation common carotid artery, with a 90 percent stenosis and was 15 mm long with a 5.5 mm reference vessel diameter. The physician treated the lesion with placement of a filterwire ez and a 4-9 x 30 mm nexstent. Following post-dilatation, residual stenosis was 10 percent. The patient was discharged the next day. On 378 days after the index procedure, the patient was seen for a 12-month follow-up visit. The required 12-month follow-up ultrasound noted a 50 percent target lesion stenosis. The ultrasound core lab report, on that day, indicated a patent stent in the right ostium internal carotid artery. During the visit, the site also reported an adverse event of in-stent restenosis. No action was taken and no target lesion revascularization was performed. The event is listed as not recovered/not resolved. In the opinion of the physician the relationship of this event to nexstent carotid stent is unrelated.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. As the batch number is unknown, a review of the manufacturing records could not be carried out. The root cause will be documented as anticipated procedural complication. (B)(4).